Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced leakage at the infusion site on (B)(6) 2026 after the infusion set had been in use for four days. No further information available.